Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
An injecting healthcare professional reported a patient was injected with juvéderm® volux¿ xc in the jawline and experienced a nodule at the injection site. The patient later reported additional details, including that the nodule appeared about 6 months after the injection after they received a dental cleaning. About a week later, patient was prescribed penicillin and steroids by their dentist. X-ray was done by the dentist which noted fluid in the nodule, deemed not device related. Patient would reach out to their injecting healthcare professional a few days later and was prescribed steroids and clindamycin. The injector also attempted to lance the nodule, but the area was "rock hard and nothing came out". A week later, patient received multiple syringes of hylenex and a second round of clindamycin. A few weeks later, the patient was diagnosed with c. Diff and was treated with vancomycin. Patient would later have two more c. Diff infections. Symptoms are ongoing.